Event description:
Narrative from staff: we have had problems with the v-loc 180 absorbable suture that goes with the endo stitch device. At the direction of the covidien company, we replaced our stock with new sutures from a different lot number. Today during a laparoscopic case they used the sutures from the new lot number and the suture didn't successfully pass through the tissue as it should. They were able to retrieve the suture from the tissue and remove it with no harm to the patient. This is a different problem than before. I came to the room and told the md's that we would no longer be using the v-loc 180 suture ref# vloca208l until covidien had more reliable information about what was going on with the product. Narrative from operative report: an endo stitch device was used to close the vaginal cuff in a running fashion. On the last stitch the endo-stitch broke and was 2nd the patient's anterior vagina. We isolated the area and held it on traction with a grasping forceps and then using the monopolar tip of the ligasure instrument we dissected down in the area where we suspected that the needle would be, and we were able to find that we removed at through a trocar in the left lower quadrant and inspected and found to be completely intact. At this point we had to finish closing the cuff using 0 vicryl sutures with extracorporeal knot tying. The specimen was removed from the vagina and handed off the field for pathology review. Manufacturer response for suture, absorbable, synthetic, polyglycolic acid, v-loc 180 (per site reporter) working with manufacturer representative on sending devices back.